Event description:
Subsequent to the previously filed reports, additional information was received indicating that the patient had a troponin I elevation one day post procedure. There was no treatment provided and the condition resolved the same day. There was no adverse patient sequela.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implantation of the coronary device in the target lesion, a dissection occurred that was successfully treated by implanting a similar device. The condition was considered resolved the same day. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received indicating that the implanted stent was a xience prime stent.

Manufacturer narrative:
(B)(4). The reported patient effect, dissection, is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event.